Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The manifold cover was replaced to resolve the reported issue. Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a broken manifold causing a loss of manual ventilation. There was no report of patient involvement.